Manufacturer narrative:
The device was returned to olympus for evaluation and service. The evaluation confirmed the user¿s report of broken elevator, which was due to the broken wire stopper. The guide wire tension does not have smooth operation, and the catheter movement was tight. There were scratches and dents on the distal end cover. The bending section cover glue was cracked. The cement around the light guide lens was peeling, and the lens was cracked. There was a cut on the switch#1. The insertion tube was discolored, which likely due to chemical damage. There minor scratches noted on the scope connector. The device was serviced and returned to the user facility. If new and relevant information is received later this report will be updated accordingly.

Event description:
The customer reported that the device elevator was broken. No patient injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the reported event is due to component failure. Olympus will continue to monitor field performance for this device.